Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7287690. UDI: (B)(6)

Event description:
It was reported that the patient was sent to the emergency department due to infection. Symptoms of fever and pain were noted. It was unknown if the infection was device related, and it was not procedure related. The patient was placed on antibiotics. The trial leads were pulled out and will not be returned per hospital policy.